Manufacturer narrative:
1/27/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a radical nephrectomy procedure. Reportedly, bleeding was observed. The hospital has reported that no pt injury occurred.